Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation determined the issue was due to a dirty or clogged sample probe. The probe was changed and no further issues were reported.

Event description:
The customer received low or zero results for multiple assays for five patient samples. The customer changed the samples probe, ran qc and retested the patient samples. Of the data provided, only the results for two patient samples were discrepant and reported outside the laboratory. Patient sample 1 initial alkaline phosphatase result was 0.6 u/l and the repeat result was 104.8 u/l. Patient sample 2 (female) initial cholesterol result was 0.2 mmol/l and the repeat result was 4.9 mmol/l. The initial results were reported outside the laboratory. The customer corrected the results before they affected the clinical decision making. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested, but were not provided.